Event description:
Hill-rom received a report from the account stating the brake not set alarm was not alarming. The bed was located at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the brake switch had a wire broken from a connector not allowing switch to alarm. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc and replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. As search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. Hill-rom technician replaced the brake switch to resolve the issue. Based n the info, no further action is required.